Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year and 3 months after the dental implant was installed in intraoral region #19; its non-osseointegration was observed. Thirty-five (35) ncm of primary stability was achieved and the patient presented bone type ii.